Event description:
It was reported that multiple intermittent occlusion alarms occurred. There was no adverse impact to customer¿s blood glucose level. Technical support conducted a pump system check and provided a one-time pump replacement. The customer continued to use the pump for insulin therapy.